Event description:
It was reported that the patient exhibited exit block. The right ventricular lead exhibited loss of sensing. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.